Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced presyncope and presented to the hospital. The right atrial lead exhibited loss of capture due to lead dislodgement. The lead was explanted and replaced.